Event description:
The customer is unable to calibrate the axsym rubella igg reagent using the master calibrator a. Negative controls are running higher than normal. There was no impact to pt mgmt reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.